Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis manifested by fever, abdominal pain and malaise. The hp was treated for peritonitis (antibiotic, dose, route, and frequency not reported). The hp was reported to be released from the hospital and was recovering at the time. The cause of peritonitis was the hp was a thumb sucker and touched the catheter site. Aseptic technique was reviewed with the mother.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: on an unspecified day in march the patient was released from the hospital and is considered to be recovered. On (B)(6) 2013 - pd effluent analysis: wbc's: 145. Monocytes: 34%. Neutrophils: 4%.